Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the arrow buttons were difficult to elicit a response and were requiring several presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact but the ok keypad symbol was worn. The up and down keypad buttons were intermittently unresponsive and required multiple force to elicit a response and the ok and contrast buttons responded appropriately. Evaluation revealed that there was contamination found under all key contacts. Evaluation also revealed that the display was faded.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.